Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported via phone call that customer was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis with blood glucose of 1354 mg/dl.  Troubleshooting also spoke with the customer and they indicated that the pump does not work correctly. The customer was still at the hospital at the time of call. The customer was wearing the insulin pump at the time of hospitalization. The customer also reported that the site was leaking.  Customer was very ill and unable to troubleshoot. Advised customer the device will be replaced. The product will be returned for analysis.